Event description:
It was reported that a user experienced an episode of hyperglycemia with a blood glucose around 300 mg/dl while using the ilet, with no user intervention, after which the ilet regulated glucose back into range; the user also reported a concern about incorrect meal size entry and was in contact with clinical support regarding the event. Symptoms included elevated blood glucose. Outcomes included resolution without hospitalization, emergency care, or device alarms. Investigation included customer care troubleshooting and education and review of meal announcement and use patterns. Investigation of this case revealed no device malfunction reported and suggested that meal announcement maladaptation or incorrect meal size entry could have contributed to the hyperglycemia, with no component-specific failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.